Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Customer had lovenox on (B) (6) 2009. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for patients on heparin therapy. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported meets the accuracy criteria. Customer was taking antibiotics. This medication can alter inr results, as indicated on technical bulletin 101. Conclusion: data analysis on mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Patient has been on antibiotics. Lovenox was withdrawn before test. There is insufficient information to determine the root cause. As of 01/26/2010, 9 discrepant result complaints were reported for lot #220392 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.